Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code and lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare acitve ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-02216.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke right at the needle driver when tying.. There were no consequences reported. Additional information was requested.